Event description:
It was reported that the programmer had a red error screen when attempting to interrogate this boxed device. The message said "do not implant". Another device was used instead. Technical services advised to send in device data for analysis. There were no adverse patient effects.